Manufacturer narrative:
(B)(4) the complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent an initial knee arthroplasty. Subsequently, the patient was revised due to implant fracture and popping noise.

Manufacturer narrative:
Concomitant medical products - biomet fixed cruciate tibial plate 79mm catalog #: 141235 lot #: j2619699, vanguard posterior stabilized open box femoral component 75mm left-interlok catalog #: 183134 lot #: 479470, biomet series a standard patella 31mm x 8mm catalog #: 184704 lot #: 429440. The complaint sample was evaluated and the reported event was confirmed through visual inspection. The returned bearing was inspected and confirmed to be fractured. In addition, wear, abrasions and material removal were identified on the edge of the anterior and anterior/lateral region of the bearing. The fractured post showed evidence of possible cracking, abrasions and indentations. The device history records were reviewed and no discrepancies were identified. The patient is six (6) feet four (4) inches and weighs 429 pounds. Excessive patient weight is a possible cause of the bearing failure, however cannot be concluded as the root cause. The bearing was used for approximately sixty-eight (68) months prior to the event, so a manufacturing issue is unlikely. A root cause is unable to be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.